Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intermittent telemetry with the leadless implantable pulse generator (ipg) was observed during threshold testing with the mobile programmer application following deployment of the device. Multiple threshold tests were required post-deployment and prior to the pull <(>&<)> hold test due to difficulties maintaining a stable telemetry connection. During this session, the mobile programmer application eventually froze and required a force close and restart. The mobile programmer patient connector was re-paired, and the device was successfully reinterrogated. It was also reported that despite programming the leadless ipg date and time prior to implant, the mobile programmer application displayed a message indicating it was unable to estimate battery longevity. The following morning, the battery longevity estimate was appropriately displayed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Application version: 4.2.2 host tablet os version: 18.5.